Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the patient was revised due to multiple hip dislocations, having a failed acetabular. (Right). (B)(4).